Event description:
Medwatch report (B)(4): tip of drill bit broke off and was left in the patient.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the lot code required was not provided. Provided information states the doctor stated that the broken piece was very small and he believed it would not cause harm to the patient. The doctor also noted that the guide misalignment may have been a factor in the failure. If the drill bit was not in perfect alignment the drill bit may have hit other hardware already implanted. A complaint search by product code was completed on (B)(4) 2012 and found 5 total complaints since product launch of the lag screw drill breaking. This failure mode is included in (B)(4) and the risk of the lag screw drill breaking resulting in minor bone damage (piece left in patient) is identified as an ifr risk. The current risk of the lag screw drill breaking resulting in minor bone damage remains in the ifr range (5 total complaints / approx 8000 procedures). The doctor suspects that the drill may have hit other hardware already implanted due to possible guide misalignment. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.